Event description:
It was initially reported in october by our distributor in hong kong the following "patient felt down, lost conscious and hit the wall pretty hard. After the last setting, he has knocked his head off and injured his head badly 3 times." The patient has drop attacks and not reported to be a new seizure type for the patient. The patient is stable now and no more drop attacks. After implant the patient had a period of two to three months without drop attacks. The patient has around a 50% decrease in their seizures with the vns at this time. No medication changes were made preceding the event. The doctor is trying to decrease their medications as the patient is currently stable. The drop attacks the patient was having were above baseline for the patient. No further interventions are planned at this time.

Event description:
Additional information was received in regards to this vns patient. The patient had a very good clinical outcome at the beginning after implanted. His seizures were controllable for about 2-3 months. After implantation on the first month, there was 0-1 small seizure only . The doctor then decided to increase the current setting from 0.5ma to 0.75ma and finally to 1.00 ma after a few months. However, it has changed totally. His condition. His seizures are worse in terms of frequency and quality. His settings were lowered to the rate they were after surgery. Their condition recently is just about the same as it was prevns implantation. Their seizures are gtc and atonic seizures, causing sudden fall and injury to his head requiring many stitches in several locations. The patient is being monitored to see the outcome of lowering their therapy.

Manufacturer narrative:
(B)(4).

Event description:
No additional information has been attained in regards to the patient's outcome of adjusting their therapy.